Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent an irrigation and debridement on (B)(6) 2015 due to infection and swelling. No products were revised during the procedure. The surgeon decided on (B)(6) 2015 to go back in for another irrigation and debridement with a tibial insert exchange due to the ongoing infection. The patient was also treated with intravenous antibiotics. Doi: (B)(6) 2014. Doe: (B)(6) 2015, irrigation and debridement (no products revised). Dor: (B)(6) 2015, tibial insert exchanged right knee.